Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found pump motor gear train anomaly, stall due to shaft-bearing. Analysis found moisture drops on the bottom side of the inner cover, pumphead and motor compartments. Analysis found corrosion on gear wheel 3. Analysis found residue on the lower shaft. Analysis found residue in the pinion on the lower shaft. Analysis found shaft wear after partially wiping off some of the residue on the lower shaft of gear 2. Analysis found residue on teeth of gear 3. Analysis found residue one gear three¿s o-ring located on the top bridge. Analysis found residue around the jewel where the lower shaft of gear 2 inserts into the jewel of the bottom bridge.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a motor stall occurred on 2014 (B)(6) with recovery approximately 8 hours later. The patient heard the alarm and went to the clinic to have the pump status read. There were no environmental sources or electromagnetic interference (emi). The stall appeared to have occurred ¿out of the blue¿. There were no patient symptoms. Due to upcoming plans, the patient and the healthcare provider (hcp) opted to have the pump replaced as soon as possible. Patient status post-replacement was unknown; however, the reporter believed the patient was to be discharged from the hospital at approximately 1pm on the day of the report. The device system delivered gablofen (baclofen). It was later reported that the motor stall recovered but as stalled for 8 hours and the pump had stalled previously. The cause of the motor stalls was unknown. The patient was doing well at the time of the report. It was later reported that the motor stall notification was observed by the hcp during pump interrogation. The pump was replaced on 2014 (B)(6). The patient recovered without sequelae following the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.